Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that cartridge did not click onto the pump. The customer changed cartridge to address the event. Customer¿s blood glucose level was 142 mg/dl.